Event description:
"The distributor's customer reported that on 30-dec-2020, in their surgical department a patient was scheduled for open right ingunial hernia repair for an incarcerated right inguinal hernia. The patient had the monoject needle used to inject medication for post-surgical nerve block in patient's right lower abdomen. During injecting the medication, the needle broke off at the hub and required extensive exploration to locate and remove the needle segment. On 25-jan-2021, the patient was admitted to their surgical department for wound infection at right lower abdomen. Hematoma evacuation, incision and drainage of wound abscess and wound vac placement were performed. The patient required observation admission with extended stay and was placed as in-patient (ip) due to level of care needed. On 29-jan-2021, the patient was placed in swing bed care due to extended wound care. On 03-feb-2021, the patient was discharged home with home health. Currently, the patient continues with home health care for wound care. The patient is still under care of surgeon and home health. The customer further stated that an estimated discharge time is unknown. See attachment section for initial email and complaint report from customer. See attachment for initial customer report, coa and lot inspection reports."